Manufacturer narrative:
Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint. A visual examination of the photo was performed and did not reveal any additive abnormality. The photo does show that the powder additive is present in the tube and has a light powdery to a clumpier appearance within the tube. The product contains a powder additive and can have the appearance of light powdery to clumpy properties which is within the normal appearance. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes, the device experienced discolored / abnormal additive form. This event occurred five times. The following information was provided by the initial reporter. The customer stated: powder has clumped up into a ball at the bottom of the tube, before use. Powder has clumped up into a ball at the bottom of the tube.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes, the device experienced discolored / abnormal additive form. This event occurred five times. The following information was provided by the initial reporter. The customer stated: powder has clumped up into a ball at the bottom of the tube, before use. Powder has clumped up into a ball at the bottom of the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/29/2021. H.6. Investigation: bd received 100 samples and 1 photo from the customer in support of this complaint. A visual examination of samples and photo were performed and the customer's indicated failure mode for additive abnormality was not observed. The samples and photo do show that the powder additive is present in the tube and has a light powdery to a clumpier appearance within the tube. The product contains a powder additive and a light powder to a clumpy appearance is normal. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the samples and photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes, the device experienced discolored / abnormal additive form. This event occurred five times. The following information was provided by the initial reporter. The customer stated: powder has clumped up into a ball at the bottom of the tube, before use. Powder has clumped up into a ball at the bottom of the tube.